Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that there was a speaker malfunction. The speaker does not have sound on the device. The device was not in use on a patient at the time of the event.

Event description:
It was reported that there was a speaker malfunction. The speaker does not have sound on the device. The device was not in use on a patient at the time of the event. The customer sent the device to philips bench repair for evaluation. The following functional tests were performed: the authorized repair facility technician tested the device speaker and audio and confirmed that the device did produce an audible sound. The speaker was proactively replaced. The exact cause for the reported issue could not be established.